Manufacturer narrative:
The manufacturer followed up with the user facility via telephone and in writing to obtain additional information regarding the reported patient infection but with no results. As part of the investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. The referenced scope was not returned to the manufacture. The cause of the reported patient infection could not be determined at this time. However, the manufacture will continue to investigate the reported event. If additional information becomes available or if the scope is returned at a later date, this report will be supplemented accordingly as a preventive measure, the reprocessing manual states, ¿an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them."

Event description:
The manufacturer was informed that after the use of the scope during a diagnostic colonoscopy procedure, a patient became infected (not specified). The scope was removed from service and will be sent for testing. No additional information was reported.